Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pulmonary lobectomy, poor staple formation was observed and staple line was incomplete. Another device was used to complete the case. There was no patient injury.